Event description:
Indwelling sheath of insyte catheter became separated from hub and was left in pt's arm when the catheter was discontinued. An incision had to be made in the arm in order to remove the sheath.